Event description:
Procedure and pt gender unk. Reportedly, after closing the jaw of the instrument on the tissue and sealing, the jaw was unable to open and release from the tissue (tissue still in jaws). The surgeon had to cut away atlas off tissue having sealed surrounding tissue with alternative means. No harm caused.